Manufacturer narrative:
Continuation of medical devices: product ID 97755, serial# (B)(4), product type recharger. Product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) charging sessions were very erratic. It was stated that the pt was told that the ins would take 45 minutes to charge but sometimes the ins took 3 or more hours. It was mentioned that the pt tried to charge the controller and it would not charge past 90% and it happened when charging the ins because it would not charge past 90%. The pt was asked to check the ins and the controller batteries and the pt reported the controller was at 90% and the ins was low at 0%. The pt began charging the ins and stated the ins battery jumped to 30% and they had excellent quality. The pt stated that they tried to charge the night prior and it took 3.5 hours to get to 90%; it was unclear if the pt was talking about charging the ins or controller. It was stated that the night prior, while charging the ins, they began charging when the battery was at 30% and then it went down to 0% about 20 minutes later. It was noted that the ins was turned off because it was not doing what it was a week prior to the notified date and the pt clarified that it was turned off because he could not get the controller to charge past 90%. The pt requested a new controller and recharger and reported that when charging the ins, he always got excellent quality. The pt was redirected to their health care professional (hcp) if replacement device did not resolve the reported issues and to follow up with regards to a possible explant. The patient was transferred to repair and the recharger and controller were replaced. No symptoms were reported. No further complications were reported.